Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on several stored episodes. The health care professional (hcp) inquired if it was possible to change the number of stored event. Boston scientific technical services (ts) discussed how storage operates. Additional information received indicated that the patient did not receive inappropriate therapy; however, the patient was pacer dependent and asystole greater than 2 seconds was noted in a couple of events. The patient was asymptomatic. Noise could not be reproduced. Threshold had increased but still within normal range; sensing and impedance were also stable. Ts recommended programming changes and enrolling patient in remote monitoring system for profound observation. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.